Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 and e4 are unknown, no information provided to date.

Event description:
It was reported that the pump alarmed a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had physical damaged on left corner in the back of the top case also a crack on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger assembly and any components inside of plunger assembly as needed. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: b5: additional information received on (B)(6) 2022 via email and attached to complaint object: none of these pumps were in use by patients. All the issues occurred while performing preventive maintenance. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(6).